Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the patient's right atrial lead exhibited loss of capture at high output. A chest x-ray was performed which confirmed that the lead was no longer in the original implant position. The lead was removed and replaced. The patient was stable throughout.